Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Although no event date was provided, review of device log from 25apr2025 identified multiple cable ID change events, ECG lead faults, ECG out of lead faults, one unsupported cable event, and three cable fault events. The repeated cable ID change, unsupported cable, and cable fault messages are consistent with an intermittent cable connection or can be associated with the multifunction cable (mfc) assembly. During the reported event, the cable fault condition would have prevented the device from charging or delivering therapy. The reported failure to charge/discharge could not be duplicated during evaluation. Inspection of the returned accessories found no abnormalities; however, contamination was identified on the defibrillator receptacle contacts. The defibrillator receptacle was replaced as a precaution and a new mfc was provided. The device was recertified and returned to service. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge and failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.